Event description:
Technician found a 'broken' note was the bed.

Manufacturer narrative:
Technician found the head section won't go up. The head cylinder is defective. He replaced the head cylinder to resolve.